Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. It was noted that the pacemaker exhibited pocket erosion and could be seen through the skin. The pacemaker was explanted and the right ventricular lead was capped. The patient was in stable condition.